Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, swelling (pt: swelling), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not provided.

Event description:
This MDR is related to MDR 3013840437-2021-00140 referring to the same patient. This spontaneous report was received from a us physician and concerns a female patient. She was injected with belotero® balance lidocaine, into the tear troughs (off label use of device). After the treatment with belotero® balance lidocaine, the patient experienced a generalized reaction with swelling and itching, on her arm and all over. The patient went to the emergency room. She received steroids and benadryl with no significant response. After a high dose of steroids, the patient started responding, and after 2 days, the rash was resolving. The outcome of the event itching/ rash was reported as resolving. The outcome of the event swelling was unknown.